Event description:
It was reported that (1) device was used during a appendectomy. It was reported by the affiliate that the 511sd membrane and the valve of co2 broke during the procedure. Another device was used to complete the case. There was no consequence to the pt.